Event description:
The manufacturer received information alleging humidifier error. There was no harm or injury reported. During the evaluation of the device at third-party service center, the customer's complaint was reproduced. Heater plate with electrical damage, pca burned, humidifier water tank contaminated, ui bezel plus with scratches. Device was return repaired. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.